Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. It was also reported that the insulin pump has a bent cannula. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading was 188 mg/dl. Troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor, and the sensor functioned properly. Found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.